Event description:
According to the reporter, a day following a sleeve gastrectomy procedure, bleeding was observed from the drain. The patient then un derwent another surgery see the staple line wherein bleeding was confirmed in the abdomen. The bleeding required blood transfusion, medication, and imaging test. The patient's hospitalization was also extended for two days. It was noted that during the procedure, the jaws of the four non-reinforcement reloads did not close completely. However, the surgeon still fired the devices and the staple line had no issue. Afterwards, the remaining unused devices were checked; it was found out that the jaws of the four reloads with different lot numbers did not close completely.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a day following a sleeve gastrectomy procedure, bleeding was observed from the drain. The patient then un derwent another surgery see the staple line wherein bleeding was confirmed in the abdomen. The bleeding required blood transfusion, medication, and imaging test. The patient's hospitalization was also extended for two days. It was noted that during the procedure, the jaws of the four non-reinforcement reloads did not close completely. However, the surgeon still fired the devices and the staple line had no issue.

Manufacturer narrative:
D10 concomitant products: gia60amt, egia60amt egia 60 artic med thick sulu (lot#:n3l1828y), gia60amt, egia60amt egia 60 artic med thick sulu (lot#:n3l1828y), gia60amt, egia60amt egia 60 artic med thick sulu (lot#:n3l1828y), sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n4b1966y), sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n4c2102y), sigphandle, sig power sigphandle handle (serial#:unknown) unk-sigadapt, unknown signia egia adapter (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.